Event description:
The customer reported via phone call that they had a keypad anomaly on the insulin pump. Customer's blood glucose was 145 mg/dl. Customer stated that they had a weak battery alarm and when they were trying to bolus, the numbers were ramping up and down. Customer changed out the battery and received a battery out limit alarm that they were not able to clear. Customer stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer was advised that the insulin pump will need to be replaced due to the keypad anomaly. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly, no battery out limit alarms or weak battery alarms noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump has cracked case at display window corners, battery tube threads, broken belt clip slot and with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.